Event description:
It was reported that the patient presented to the emergency department experiencing pre-syncope. Review of the transmission noted that the right ventricular (rv) lead exhibited a drop in impedance, decreased sensing, and a high capture threshold. The physician suspected that there had been insufficient slack left in the rv lead during the initial implant. The rv lead was explanted and replaced. The patient was discharged following the procedure.